Event description:
It was reported that backflow occurred through the bd alaris¿ pump module smartsite¿ infusion set check valve during functional testing. The following information was provided by the initial reporter: "backflow occurred through the check valve on 10mar2023 while functional testing. I believe the appropriate defect coding would be backflow"

Manufacturer narrative:
A lot is unknown, however, possible lots were identified to be: the following fields were updated as possible lots: d4: medical device lot #: 22105176 . D4: medical device expiration date: 14oct2025 . H4: device manufacture date: 14oct2022. D4: medical device lot #: 22105320 . D4: medical device expiration date: 19oct2025. H4: device manufacture date: 19oct2022. H6: investigation summary one primary tubing (model #11171447) was returned by the customer. It was reported by the dchu that the tubing was returned with the pump and they identified backflow. The sample was examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using the returned primary set with a bd secondary set. A primary bag filled with clear saline was used to prime the primary set. The bd secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set at the proximal back check valve. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was found to be flowing normally. No back flow was observed. The secondary set was then connected to the primary set at the distal back check valve, and the procedure was repeated. Fluid was found to be flowing normally. No back flow was observed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A lot is unknown, however, possible lots were identified to be: 22105176, 22105320 a device history record review for model 11171447 and possible lot number 22105176 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 11171447 and possible lot number 22105320 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch#s mw5114945 and mw5114861. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that backflow occurred through the bd alaris¿ pump module smartsite¿ infusion set check valve during functional testing. The following information was provided by the initial reporter: "backflow occurred through the check valve on 10mar2023 while functional testing. I believe the appropriate defect coding would be backflow".